Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple episodes of low glucose, with self-reported values below 40, over several hours in the early morning and treated with oral rapid-acting carbohydrates without loss of consciousness or seizure. Symptoms included hypoglycemia. Outcomes included temporary, non-serious effects requiring self-treatment with oral glucose. Investigation included internal review of the event details provided by the user. Investigation of this case revealed no device-related malfunction could be identified based on available information, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.